Event description:
Boston scientific crm received information that the patient with this pacemaker alleged the device was "misfiring". The patient also stated they experienced a shocking sensation that feels like an electrical jolt to her chest and arm. Technical services discussed the shocking sensation, and recommended the patient seek medical attention if this is an emergent situation. Information was later received that this device was explanted due to normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
Attempts to obtain additional information from the field were unsuccessful. If additional information becomes available, this event will be updated. No additional information is available at this time. If additional information becomes available, this event will be updated.